Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/18/2025, it was reported by a sales representative via phone that an ar-3652tsp fibertak anchors fibertape was not fixed after implantation and compromised final fixation. This occurred during use in a case with no patient effect. Case was completed by altering the original plan to include the non-fixed fibertape. No delay to case.

Manufacturer narrative:
Additional information: g3, h3, h6: based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.